Event description:
It was reported that the ilet displayed a bg run countdown after a dexcom g7 signal loss to the ilet while insulin delivery continued and the sensor was temporarily disconnected, with the app showing ¿pairing with sensor¿ and a buffer wheel that the agent advised should resolve on its own; the user entered a glucose value of 401 mg/dl via the dexcom app to account for a prior ¿high¿ reading and extend time. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued insulin delivery. Investigation included troubleshooting and education on cgm signal loss and guidance to allow sensor pairing to complete, with a recommendation to verify glucose via fingerstick when available. Investigation of this case revealed cgm signal loss between the dexcom g7 and the ilet, while the ilet pump and insulin delivery functions remained active. It was concluded, based on previously established findings for similar reports, that the cause was cgm communication loss resulting in temporary sensor disconnection.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.